Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for proximal pressure verify during testing. The service technician ran group level tests, group level 2 and 3. The device was recalibrated. The device passed all the tests.